Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump cannot rewind. Customer reported the insulin pump had to marks on his battery. The device will not let him go the reservoir setup. Customer was advised to attempt reservoir set up again and it was successful. Customer was helped until the fill cannula process. Customer stated he can take if from there. Customer was advised to monitor the device. No further information reported.